Event description:
On (B) (6) 2010, the patient was implanted with an scs system. It was reported that the physician used a dural separator to place the lead. The doctor commented that the initial space that he accessed was too small, so the lead was placed lower. The device was not turned on. The procedure took approximately 2.5 to 3.0 hours. The patient stayed in hospital post-implant for overnight observation. On (B) (6) 2010, it was reported that the patient lost feeling in both legs. The doctor explanted the devices. The doctor believed the patient had a dural tear during the implant procedure, and used duraseal. Doctor stated that it may have caused the patient's symptoms. As of (B) (6) 2010, the patient has some sensation in both legs and can move his toes. The patient will be moved to a rehab facility.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.